Event description:
An optometrist reported a case of epithelial ingrowth, observed on a patient's right eye at nine days post lasik treatment. Reporter indicated two spots of ingrowth were noted. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).